Event description:
Update: (B)(4) 2014 - litigation received. Litigation alleges possible cobalt and/or chromium poisoning, pain, loss of mobility, and elevated metal ion levels. This complaint was updated on: (B)(4) 2014. Comment: there is a doi discrepancy between litigation and what was previously reported from the invoice. Due to accuracy, the doi from the invoice will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised due to the asr recall. Doi information retrieved from invoice.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.